Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "sweating", "dizzy", "couldn't speak", and was unable to self-treat, requiring a non healthcare professional third-party to performed a blood glucose measurement with unspecified results, prior to providing third-party treatment of "glucose and water." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "sweating", "dizzy", "couldn't speak", and was unable to self-treat, requiring a non healthcare professional third-party to performed a blood glucose measurement with unspecified results, prior to providing third-party treatment of "glucose and water." There was no report of death or permanent impairment associated with this event.